Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the cardioplegia (cpg) mode "large to small" was not working. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr will order the cpg membrane panel and return to make the repairs. The fsr replaced the cpg membrane and performed preventive/corrective maintenance/inspection successfully. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion. A supplemental report will be filed accordingly.